Manufacturer narrative:
Within the initial MDR report, the become aware date (date received by the manufacturer) was indicated as 04/10/2017. After review of the submitted MDR record, it was identified that the correct date received by the manufacturer should have been captured as 04/19/2017. (B)(4).

Manufacturer narrative:
The investigation into the issue is currently on-going. A supplemental report will be submitted at the conclusion of the investigation. (B)(4). Facility name: the facility name (douglass hanly moir path p/l molecular biology dept macquarie park) has been truncated due to character limitations. (B)(4).

Event description:
A customer in (B)(6) complained about a barcode issue with the cobas 6800 system during validation testing. The customer had 3 occurrences of barcodes being truncated by the cobas 6800 system. As the samples are tracked with the incorrect barcode ids in the system software there is a possibility that this can lead to a sample mismatch or the assignment of a result to the wrong patient. The customer was validating their cobas 6800 system when they identified the situation; no harm or injury resulted.

Manufacturer narrative:
A customer in (B)(6) complained about a barcode issue with the cobas 6800 system during validation testing. The customer had 3 occurrences of barcodes being truncated by the cobas 6800 system. No wrong results were released as the issue occurred during validation testing and no harm was indicated. Through the course of the investigation, it was identified that the barcode labels in question did not meet the defined barcode printing specifications as indicated in the user assistance. These out-of specifications barcode labels contributed to the truncated barcode reading issue alleged in this case. CAPA has been initiated and corrective and preventive actions will be implemented as appropriate. A health hazard evaluation was performed and it was determined that the situation is not likely to cause serious adverse health consequences based the very low occurrence rate for a barcode truncation event and the probability of a sample mismatch event. (B)(4).